Event description:
The customer reported getting pacing and defib failures during opcheck.

Manufacturer narrative:
The customer reported getting pacing and defibrillate failures during opcheck. The unit was evaluated at philips and the symptom was verified. The therapy pca was replaced to resolve the reported issue.